Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and doctor visit. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported after wearing the pod between 24 and 36 hours she started to feel sick due to high blood glucose level (exact bg level was not provided). She was throwing up everywhere and even losing sight in her right eye so she went to see her eye doctor who gave her a shot in the eye (no further details noted).